Event description:
During a right throacotomy a ta 60 4.8 mm -stapler- was used accross the pulmonary artery. The stapler apparently did not fire. When lung was removed there was immediate blood loss of >2000 cc. Pt was emergently placed on a cardio pulmonary bypass machine with a femoral cannulation. Pt sent to the surgical ICU on a ventilator.